Event description:
It was reported that the patient presented to the emergency room with symptoms of complete heart block. The implantable pulse generator (ipg) did not have telemetry or a magnet response. The patient had been lost to follow up for approximately six years. The device was suspected to be at end of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).